Event description:
It was reported the patient cable gives a wavy baseline that looks like atrial flutter. It was further reported the keyboard is broke. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Testing found a noisy (fluttery) electrocardiogram (ECG) signal due to a loose ECG connector. Telemetry was also observed to be intermittent, due to a loose rf (radio-frequency) connector, which was also corroded, and error messages were found in the programmer logs. The keyboard was noted to not be installed into the hinges, the sliding keyboard cover was missing, and the lower case was corroded.